Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented with functional tricuspid regurgitation (tr) and heart failure for a triclip procedure. A triclip was implanted successfully at the anterior/septal leaflet. On an estimated date, (B)(6) 2025, a patient returned due to disease progression of heart failure. The returning mr was grade 3. On (B)(6) 2025, the patient presented with grade 3 tricuspid regurgitation (tr) for a second triclip procedure. Visualization was difficult to differentiate between the leaflet and the chordae. The clip was placed on both leaflets, leaflet insertion assessment was satisfactory, and the tr was reduced. After deployment, the tr returned to grade 3. On the echocardiogram it was observed that the clip was mostly attached to chordae and a small amount of the leaflet. The clip was stable on both leaflets. The final mr was grade 3. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided a cause for the reported migration (partial clip movement) cannot be determined. Tricuspid regurgitation appears to be due to the migration. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.